Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four perclose proglide devices, are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with two proglide devices was successful in the mildly calcified left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tvar) procedure. The sheath was upsized to 18fr and the tvar procedure was completed; however, hemostasis was not achieved. A third and fourth proglide device were placed, but hemostasis was still not achieved. A 5th proglide device was placed; however, was difficult to remove from the patient anatomy and the device separated where the black and silver guides meet. A cut down was performed to remove all pieces of the proglide device and surgically suture the artery closed. There was a clinically significant delay in the procedure. A total of 8 units of blood were required, 5 units on the date of the procedure. One unit of blood was required one day post procedure. Two units of blood were required two days post procedure. The patient remained hospitalized. On (B)(6) 2018 the patient experienced a infected hematoma at the access site. A surgical debridement and washout were performed to treat the infected hematoma and clean the groin. The patient was discarded on (B)(6) 2018. No additional information was provided.